Manufacturer narrative:
Device evaluation of the monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 7/18/2018; electrode belt- 12/19/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received three inappropriate treatments during asystole. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to treatment delivery. At 7:03:48, the patient received the first treatment, while their rhythm was asystole with intermittent cardiac activity. The post-shock rhythm was also asystole with intermittent cardiac activity. At 7:04:14, the patient received the second treatment, while their rhythm was asystole with intermittent cardiac activity. The post-shock rhythm was also asystole with intermittent cardiac activity. At 7:04:40, the patient received the third treatment, while their rhythm was asystole with intermittent cardiac activity. The post-shock rhythm was also asystole with intermittent cardiac activity. The patient remained in asystole until the electrode belt was disconnected at 9:08:38. CPR/motion artifact and oversensing of low amplitude cardiac signal contributed to the false detections. The response buttons were not pressed during the event. The equipment was returned and was found to be fully functional.